Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the during implant of the right ventricular lead, the pacing lead impedance was high. The lead was repositioned numerous times but continually exhibited high impedance. The impedance was high from when the lead was first placed into the ventricle. The lead was not used and replaced with a new lead before pocket closure. The patient was stable.